Event description:
It was reported that a nrg transseptal needle was selected for use. During the procedure it was mentioned that despite six attempts were made with energization, transseptal puncture was not possible. Rf sound was heard. No error was noted and the generator was in ready mode. Thus the needle was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was disposed.